Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially used different charging supplies, which resolved the issue, and was later instructed to verify charging with the original tandem supplies. The pump began charging successfully, and no further assistance was needed.